Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted at this time. In a call placed to technical services on (B)(6) 2018 impedance measuring greater than 2000 ohms was noted on this lead that triggered lead safety switch. Discussed that it could be a spring contact issue. The physician was unknown at an unknown hospital in canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).